Event description:
Through follow-up, the following additional information was received. Per report, the secondary cataract which required cataract surgery was characterized as "not serious" and unrelated to the device with the patient outcome noted as recovered.

Manufacturer narrative:
Of note: the additional information received through follow-up was reassessed for reportability criteria; and concluded that the reported event no longer meets the statutory definition of a medical device reportable event. Based on the clarification received, glaukos no longer considers this report as a reportable event. MFR# reference: (B)(4).

Manufacturer narrative:
The device was not available; therefore, product testing on the actual device could not be performed. The device identifiers were not provided; therefore, the device history records for this device lot number could not be reviewed. A review of the risk management document was completed. Cataract is identified as a known inherent risk of trabecular micro-bypass stent procedure. The IFU adequately provides instructions for stent implantation, precautions, and warnings for the proper use and handling of the device. An adverse event appears to have occurred, but does not appear to have been a problem with the device or the way it was used. Cataract is an established risk associated with use of the device. Based on the information received, the root cause of the reported event could not be conclusively identified. MFR# reference: (B)(4).

Event description:
It was reported that approximately two (2) years following a right eye (od) trabecular microbypass stent system procedure, the patient presented with secondary cataract which required treatment with a yag laser. Additional information has been requested.